Event description:
It was reported that there was a delivery issue where the device was not giving alerts when insulin was blocked or not delivered. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.